Manufacturer narrative:
(B)(4).

Event description:
On the literature article named "severe wear and multiple pseudotumor formation due to revision for ceramic head breakage after ceramic-on-ceramic total hip arthroplasty: a case report", the authors of the study reported that, after a right coc tha performed on 2011, the patient fell on (B)(6) 2017 and complained of a crunching noise. The breakage of the ceramic femoral head was diagnosed by a radiographic examination and the patient refused revision at the time. A revision surgery was performed in (B)(6) 2017. During revision, intraoperative findings included wear of the taper and neck of stem, a multi-fragmented head and intact ceramic liner. The femoral head and the liner were revised with mop components. The well fixed stem and acetabular components were retained. After aggressive debridement and thorough lavage, the incision was closed. The mop implants resulted in further complications requiring a revision surgery, covered under (B)(4).

Manufacturer narrative:
H3, h6: the study of xing et. Al. [1] reports one case of severe wear and multiple pseudotumor formation due to revision for ceramic head breakage. As this is a literature complaint, the parts, used in treatment, were not returned for investigation. It is reported, that first of all the patient suffered from a ball head breakage several years after a total hip replacement surgery. The part and the batch number of this device are not known. Therefore, it is not possible to investigate whether the reported device met manufacturing specification upon release for distribution. A complaint history review was conducted. The reported failure mode might occur in some cases, which is stated as a side effect in the IFU lit. No. 12.23 ed. (B)(6). The severity and the failure mode are covered through our risk management. As no device was received for investigation, a visual inspection could not be performed. No patient information nor any other medical documentation was provided, therefore, a thorough medical investigation could not be performed. Review of past corrective actions was performed. No further escalation is required. Based on our investigations the failure mode and the relationship between the device and the reported event cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, no further actions will be taken. Should additional information become available, this complaint will be reassessed. Smith and nephew will monitor the devices for further similar issues. [1]: xing, d., yang, c., li, r. Et al. Severe wear and multiple pseudotumor formation due to revision for ceramic head breakage after ceramic-on-ceramic total hip arthroplasty: a case report. Bmc musculoskelet disord 20, 332 (2019). Https://doi.org/10.1186/s12891-019-2722-x.